Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was slower/louder during rewind. Up and down arrow buttons are worn. They cannot see the arrow lettering. They have to go to better lighting to see the insulin pump's screen. Customer's blood glucose level was not reported. The device was not returned.